Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: resection. According to the reporter: the customer reports that during surgery on the small intestine, the anastomosis was performed with a gia8038s without problem for the first application. When the reload was fired, the blade cut the intestinal tissue but the staples did not apply as expected and the intestinal content spilled over into the abdomen. The intestine was open as a result of the staples not applying to tissue. The surgeon did a 2nd anastomosis with another instrument. The surgical time was extended by 45 minutes because of the problem. No patient injury was reported. The patient recovered with no ill effect.